Event description:
On 10/19: customer reports female pt placed on table for unreported type of procedure. Customer reports they smelled smoke and fluoro would not operate. Customer did not report pt or procedural details, but does report they were able to complete the procedure, pt is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.